Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 37743, serial# (B)(4), product type: programmer, patient; product ID: 37752, serial# (B)(4), product type: recharger; product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), (B)(6), (B)(4). Analysis of the implantable neurostimulator found it was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s device was explanted and replaced on (B)(6) 2014. The patient¿s health care provider (hcp) wanted them to have adaptive stimulation capabilities so they could have the voltage adjust with their positional changes. The also moved the location of the implantable pulse generator (ipg) because the patient had trouble reaching the pocket site due to limited shoulder mobility and arthritis. The patient was noted to have recovered without sequela, is receiving effective therapy, and likes the adaptive stimulation feature. On 2018-august-14; (B)(4) (con): additional information was received from consumer. They reported a revision, and the ¿original wires were not reaching as far as they needed to¿. Patient clarified this, stating that the device was implanted for leg and foot/toe pain, but she had a lack of coverage down to her foot/toes. The ins was later replaced for this reason, and patient confirmed that only the ins was replaced at that time. The ins replacement did not resolve the lack of coverage. Patient said the device reached all the way down to her toes like they wanted it to. No further complication and no symptoms were reported.